Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -9.5 into the patient's left eye (os) on (B)(6) 2018. On the same date, in a 2nd surgery, the lens was exchanged with a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Corrected data: date of report corrected to "20-jul-2018" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial, with moisture on lens. Visual inspection found no visible damage to the lens. Claim # (B)(4).